Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "cementless metaphyseal sleeve fixation in revision knee arthroplasty: our experience with an arabic population at the midterm" written by abdulrahman d. Algarni published by hindawi advances in orthopedics published 22 september 2020 was reviewed. The article's purpose was report on author's experience with the use of metaphyseal sleeves (ms) in revision knee arthroplasty (rka) among the arabic population. Data was compiled from 27 patients with follow up period of 2-7.5 years. All implants were depuy revision knee implants. The article does not identify which specific platform is associated with the adverse events. Depuy products: srom noiles construct, tc3 construct and lps distal femoral replacement construct. Adverse events: a (B)(6) female required re-revision due avulsion fracture of the tibial tuberosity with a subluxated prosthesis (re-revision included insert exchange and reducing prosthesis while screwing and anchoring fracture).